Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an audible alert due to undefined high rv coil impedance. Additionally, it was noted that the rv lead superior vena cava (svc) coil also exhibited undefined high impedance, but the alert had previously been programmed off. Upon interrogation, the impedance measurements had returned to expected range. The patient was hospitalized due to the event. No patient complications have been reported as a result of this event.